Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 93 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer went to sleep and when she woke up the pump was alarming with no delivery. She stated that it was difficult to push the plunger down. The customer was advised to change the infusion set and reservoir and had no issues doing so; the alarm was cleared. No products were returned or shipped.